Event description:
Pt with a traumatic emergent pneumonectomy later placed on v-v ECMO on (B)(6) 2012 at 1947. Complete circuit change on (B)(6) 2012 at 0937 due to large amounts clots throughout circuit. Pump head was noted to have visible clot on inlet pin, as well as clot throughout the oxygenator and circuit. Pt eventually terminally weaned on (B)(6) 2012 at 0548. (B)(4). Event abated after use stopped or dose reduced? Yes.